Event description:
Patient self tester had discrepant high results. Inratio=3.5, lab=1.9. Time between tests was immediate.

Manufacturer narrative:
No data analysis was performed because patient was on heparin. Limitations in package insert, "this test should not be used for patients on heparin therapy." This constitutes off-label use. (B)(4).